Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. Three devices from two possible lot numbers (plots) 950495h and 031605h were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy. It was reported that the patient was "extremely unstable" due to gastrointestinal bleed. It was reported that the patient's hematocrit was 12.0 percent and the hemoglobin was 3.6gm/dl. The customer contact reported that the patient required "fluid resuscitation and unspecified vasoactive medications to elevate blood pressure" to an unspecified level. It was reported that the blood set with blood pump was being used to rapidly deliver an unspecified volume of cold packed red blood cells (prbc) with an unspecified volume of normal saline via a 7.5fr triple lumen central venous catheter. It was reported that the blood pump bulb was "extremely rigid and difficult to squeeze." The prbc container had to be pressurized to 250mmhg via pressure bag and multiple staff members assisted in squeezing the blood pump bulb to deliver blood. The nurse subsequently administered the prbcs IV push using a 60ml syringe. It was reported that the blood "we used to be able to infuse within 5 - 10 minutes. Now infusing over 30 - 45 minutes." The customer contact indicated, "the patient's condition never improved and the family decided to withdraw care and the patient expired. Do not believe the tubing would have improved the outcome for this patient in any way." The customer contact stated that no autopsy was performed. Though requested, no additional information was provided.